Manufacturer narrative:
.Unique device identifier (UDI) (B)(4). The meter and test strips were provided for investigation and were tested with a high-level control sample. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.7 inr. Qc 2: 2.7 inr. The obtained results were in the allowed range. No error messages occurred during the investigation. The results alleged by the customer were not observed in the patient's meter result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The returned and the retention material meet the specification. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of a questionable result on a coaguchek xs meter, serial number (B)(4), compared to a laboratory result utilizing an unknown analyzer and reagent. The meter result at 2:31 pm was 7.3 inr. The laboratory result was 3.83 inr, taken less than 4 hours apart. The laboratory result of 3.83 inr was believed. The patient's therapeutic inr range was 2.5-3.5 inr, and the interval of testing was every 1-2 weeks.